Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported when the otv-s190 and the ltf-s190-10 were being used in combination during a therapeutic laparoscopic cholecystectomy, blackout of image occurred. The image was restored on its own. The intended procedure was completed successfully using the same devices. The subject device was reportedly inspected prior to the procedure and no anomalies were observed. There was no patient or user injury reported due to the event. This report is being submitted for the issue with the ltf-s190-10, with patient identifier (B)(6). The issue with the otv-s190 is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Additionally, the device was evaluated where it was noted that there was insufficient angle, the light guide connector was disassembled, the video connector was decomposed, and the light guide connector shows signs of physical stress. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: electrical load (stress) builds up in the electric circuit inside the image sensor, which is built into the tip of the scope. The image signal output was adversely affected by overcurrent due to the attachment and detachment, etc., and the image signal output became unstable and a temporary abnormality (failure) occurred. Scratches, dents, deformation, etc. Were confirmed on the electrical contacts of the connector unit of the scope, so the electrical connection temporarily deteriorated. Additionally, foreign matter and dirt (dust) adhere, and the electrical connection has deteriorated. Furthermore, the connection condition of the scope connector units and various cables was bad, and the electrical connection condition was temporarily deteriorated. Scope appearance check results on the tip of the scope scratches, dents, deformation, etc. On the tip of the scope / scratches, chips, cracks, floats, etc. On the curved rubber (a rubber) of the curved part of the scope it was confirmed that the electrical circuit inside the image sensor unit, which is built into the tip of the scope, is subjected to a mechanical load (stress) such as being hit or dropped, causing a temporary deterioration in the electrical connection. The electrical board inside the scope video connector unit has not been repaired or replaced for approximately 7 years, which exceeds the service life (6 years), so it has begun to deteriorate over time and the electrical connection is temporary. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's "connector section no image" malfunction was not confirmed. As the screen did not black out, no root cause can be made. It is presumed from the suggested event that the abnormality (defect) of internal electric circuit board of video connector, or the failure of the system caused the event. Olympus will continue to monitor field performance for this device.